Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. This occurred on 3 occasions during use. The following information was provided by the initial reporter: the connector had been used for 6 days, and the connector connected with cvc, found gas leakage during infusion.

Manufacturer narrative:
Investigation summary: received one q-syte unit without packaging material. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the q-syte assembly was received separated at the weld line. Stress signs were observed through the components including breakage, cracks and scrapes. Acceptable traces of weld were observed at the weld line on both the top and bottom bodies. Damage (tear) was observed on the septum top slit. Damage (tear) was observed on the column wall. Damage (tear) was observed on the septum bottom slit (dissected after visual). Note: due to the damage observed on the received unit water-leak test could not be performed. Conclusion(s): indeterminate: a definite source that caused the q-syte separation between the top and bottom bodies, could not be established based on the evaluation of the used unit. The damage appears to be caused by external forces applied to the unit during usage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. This occurred on 3 occasions during use. The following information was provided by the initial reporter: the connector had been used for 6 days, and the connector connected with cvc, found gas leakage during infusion.